Event description:
A malfunction alarm was reported by the customer regarding the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so it was considered within normal range. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reappear.